Event description:
Mva patient with traumatic brain injury was taken to the or for insertion of inferior vena cava (ivc) filter insertion. During a kidney/ureters/bladder (kub) x-ray it was noted that there was a marked changed in appearance in location of of the ivc filter. It appeared that the ivc filter had migrated. On the prior examinations it was oriented along the same long axis as the spine and had its cone/retrieval hook at the mid pedicle level of l1. It was now displaced inferiorly with the cone at the level of l2 and was severely tilted to the right. Attempt was made to remove the filter without success. Decision was made to continue with non operative management and surveillance.